Event description:
During an atrial fibrillation procedure using the volt pfa system and the tactiflex duo catheter, communication issues resulted in a procedural delay. It was noted that the pfa applications were applied as normal, however, when switching to rf, the impedance appeared out of range and rf application stopped. Troubleshooting included replacing the ampere generator, rebooting both the ampere generator and the current generator, exchanging the catheters, and exchanging the rf neutral patch, but the issue persisted. It was suspected that the current generator was causing the issue. There were no adverse consequences to the patient.